Event description:
Hcp reported a pt requiring hospitalization and placement on a respirator following a refill of the pump. Hcp reports that the pt experienced a pocket fill during a scheduled refill appointment. Forty ml of drug in the pocket. The drugs included are dilaudid (14.25mg/ml-daily dose: 4mg/day) and clonidine (357.5mcg/ml-daily dose: 100.4mcg/day). Pt required hospitalization and was placed on a respirator. No additional symptoms were reported, the outcome is unk. Add'l info has been requested from the hcp, but was not available at the time of this report.